Manufacturer narrative:
Data review: data logs confirmed the failure mode & clinical narrative. Logs showed after pump started & run for 3 minutes, mc spiked followed low flow that triggered auto suction response & suction alarms. This event remained to the rest of the case. Low or blocked pump flow: the cause of was low or blocked pump flow was most likely biomaterial ingestion since the clinical information & the data logs meet the pattern of the biomaterial ingestion. Pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that the device operated for approximately three minutes upon insertion. While the repositioning sheath was being sutured, the pump abruptly changed to reduced flows. The performance level did not affect the flow rate. The pump was subsequently exchanged without issue.